Manufacturer narrative:
(B)(4). FDA notified?: this incident was notified to the FDA by the user facility, ref.(B)(4). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that while inserting IV, the safety device failed to release. The nurse had to remove the IV and the patient was stuck again.

Manufacturer narrative:
Device evaluation: result - a sample was not received for evaluation. The device history record for the reported lot number 6146712 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383323 with lot number 6146712 was manufactured on june 8, 2016. According to sampling plan applied for product performance, this lot was accepted and released without problems. During this lot number 360 samples were activated by qa tech to perform 3 tests of pull force and no values out of specification or problems during activation were found. The product is tested (pull force) through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. This defect reported is not related to the assembly process. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd could not confirm this as a manufacturing related issue as a sample was not received.